Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with pocket redness and a "puffy pocket". A pocket infection was suspected. On (B)(6) 2018, the pocket was opened and brown fluid was noted. A pocket revision was performed and the patient was given antibiotics. On (B)(6) 2018, the patient's system was explanted due to the pocket infection. There was no known allegation that the device, products or procedures caused of contributed to the patient infection. The patient was stable throughout. After the procedure, a tear in the heart was noted due to the removal of the right ventricular lead. No further information was provided.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.